Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during the procedure in an unspecified vessel, the fox plus balloon ruptured at 14 atmosphere (atm). All of the device was removed from the anatomy without issue. There was no patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.